Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. As difficulty removing the device was experienced, the account reported that pressure/force was applied and a separation occurred. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after pressure/force was applied. The investigation determined the reported difficulty removing the device, delay in treatment/therapy and unexpected medical intervention appear to be related to operational context; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca). After predilating the lesion with a 4.50x20mm nc trek balloon dilatation catheter (bdc), the balloon was deflated and during removal became stuck due to the anatomy. During removal, pressure was applied and a separation occurred. A non-abbott sling [snare] was used to remove the balloon. Another nc trek was used to complete the procedure. There was a 2 hour delay in the procedure; however, there were no adverse patient sequela. No other information provided.